Manufacturer narrative:
During testing and investigation, the device did not alarm with a s233 (overtemperature) malfunction alarm code; however, it was noted in the device history log. Further testing found that the fan was not turning as expected. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted during battery reconditioning. The pump was not warm to touch, no burning smell, charring, or melting was observed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.